Event description:
It was reported that the patient experienced soreness at the battery site and shocking sensation following a colonoscopy procedure wherein electrocautery was used. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 20047335/20047335.

Event description:
It was reported that the patient experienced soreness at the battery site and shocking sensation following a colonoscopy procedure wherein electrocautery was used. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. Additional information was received that the patient was doing well postoperatively. The explanted device components were kept by the medical facility.